Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Further evaluation was required due to the fault in the optical fiber. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. We are unable to determine how this may have occurred. This issue has been escalated to fiso supplier scar 21-f-scar-14 and the root cause has been identified and the corrective actions have been implemented. The device was manufactured pre implementation of corrective actions. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted urgently for patient in worsening condition. As soon as the iab was inserted and therapy was initiated, the console generated a fiber optic sensor failure alarm. The customer tried disconnecting and reconnecting the optical sensor several times but this did not resolve the alarm. They then connected the pressure transducer, secured the arterial line, and continued therapy. The iab was removed the following day as the patient was stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Department: clinical engineer event site postal code: (B)( 6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).